Manufacturer narrative:
Device lot number is unknown as it was not provided. Device expiration date is unknown and the unique identifier number is unknown as lot number was not provided. Device manufacturing date is unknown as lot number was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Field service specialist visited the site and check the concomitant laser system and no failure was detected. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a flap procedure and while laser was firing the patient interface experienced a suction loss. Surgeon re-applied patient interface and re-try but it occurred again. This occurred a total of 4 times. No full flap was created. Patient was unable to have photorefractive keratectomy procedure that day and was rescheduled to a later date for prk both eyes. Pre op bcva 20/20 1 day post op best corrected visual acuity (bcva) 20/30.

Manufacturer narrative:
Corrected data: through follow up the account reported that the suction loss occurred prior to the intralase firing and with the new information available, the event has now been determined not to be a reportable event. No further reports will be sent for this file. Additional information: patient pre op best corrected visual acuity (bcva) from (B)(6) 2016: right 20/20, left 20/20. Post op bcva (B)(6) 2016 1 day post op: right eye 20/30, left eye 20/25. Patient not seen since 1 day post op- dated (B)(6) 2016. (B)(4). Application support manager (asm) visited account on (B)(6) 2016 and found no issues while on site. During his visit he did notice 2 patients in which the cone came into contact with the patient's nose. He reminded surgeon to position the patient's head in such a way so that the cone or loading deck did not make contact with the patient's nose or brow as this can break suction with patient movement. It was noted that surgeon did z the gantry down into the red alarm area. Asm and surgeon reviewed the training message to avoid this. Asm also suggested that surgeon instruct his staff to alert him if the nose was touching the cone.